Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor session would not complete the warmup occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. However, signal loss greater than one hour was found within the investigation window. The probable cause of signal loss was the transmitter and mobile app were unable to establish a connection. The reported event of the sensor session not completing the warmup is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.